Event description:
This is filed to report a thrombus. It was reported that a mitraclip procedure was performed to treat a degenerative mitral regurgitation (mr) grade 4+ with a2 prolapse and mitral annular calcification. While positioning the clip, a small clot was visualized that appeared to be attached to the shaft of the clip delivery system (cds). The physician increased heparin and decided to continue with the procedure. The leaflets were captured enclosing the clot within the clip and leaflets. Mr was reduced to grade 1+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause of the reported thrombus could not be determined. The reported patient effect of thrombosis/thrombus as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported medication required was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.